Event description:
Per the clinic, the patient experienced an overgrowth of skin tissue around the implant site. The patient underwent several debridement procedures (dates not reported), and the abutment was also exchanged on (B)(6) 2013. Additional information has been requested, but not provided as of the date of this report, (B)(4) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Correction: per the clinic, the patient underwent revision surgery on (B)(6) 2013 to debride skin tissue around the implant site. During the procedure a new abutment was placed. The implanted device remains. No previous debridement procedures on the patient's left side. All other procedures previously reported occurred on the patient's right side and have been reported under MFR report # 6000034-2013-00620. No signs or symptoms of infection reported for the left side. The patient is using the device and receiving benefit. This report is filed (B)(4) 2013. Implanted device remains.